Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -12.0 diopter, into the patient's eye on (B)(6) 2018. Intraoperatively, the lens was successfully exchanged with an alternate lens. The reason for the exchange is unknown.